Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Noted there are deformed coils noted approx. 60mm from the terminal pin, likely induced handling damage. No fractures noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and high impedance were observed. The lead conductor was found to be fractured as physician stated that there was a separation of the lead near the pin. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high impedance measurements. The lead conductor was found to be fractured as physician stated that there was a separation of the lead near the pin. The lead was explanted. No additional adverse patient effects were reported.